Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. Evaluation of the returned device revealed a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. No indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter got stuck in stent. The 3.0x20mm, 75% stenosed target lesion was located in the moderately tortuous mildly calcified second right posterolateral (rpl) segment. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for viewing. After a non-bsc stent was deployed in the target lesion and post deployment, the physician used the opticross imaging catheter for viewing. It was noted that the pullback was finished. However while the physician attempted to remove the imaging catheter, the exit hole of the device got stuck in the mid stent. It was further noted that the imaging catheter was still able to move. Thus, the physician distally advanced the imaging catheter and the device was pulled several times. Finally, the opticross imaging catheter was successfully removed. It was also noted that the exit hole of the opticross imaging catheter was damaged. The procedure was completed with this device and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the imaging catheter got stuck in stent. The 3.0x20mm, 75% stenosed target lesion was located in the moderately tortuous mildly calcified second right posterolateral (rpl) segment. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for viewing. After a non-bsc stent was deployed in the target lesion and post deployment, the physician used the opticross¿ imaging catheter for viewing. It was noted that the pullback was finished. However while the physician attempted to remove the imaging catheter, the exit hole of the device got stuck in the mid stent. It was further noted that the imaging catheter was still able to move. Thus, the physician distally advanced the imaging catheter and the device was pulled several times. Finally, the opticross¿ imaging catheter was successfully removed. It was also noted that the exit hole of the opticross¿ imaging catheter was damaged. The procedure was completed with this device and the patient's status is good.